Event description:
Information was received from a patient representative regarding an external device to an implantable pump infusing unknown morphine. The indications for use was non-malignant pain. It was reported that the patient representative (caller) stated that for 'a good while - it was implanted (B)(6) 2024 - I wanna say, like 4 months,' the patient had been experiencing a telemetry delay when trying to connect to the pump for a bolus. The caller stated they were the patient's mother and caregiver, and are calling in for them due to patient's difficulty hearing. The caller stated that the handset will connect to 90% and then 'it always stops there and you have to wait a while before it finishes the rest to the 100%' and 'it takes awhile before slowly finishing to 100%.' The caller swiped handset up to unlock it and mentioned seeing a 'system error 156' on the screen. The manufacturer's patient services specialist (pss) assisted the caller in clearing the message to obtain handset serial number and myptm app version. Pss reviewed telemetry con siderations and clearing data and caller understood and consented. Prior to data clear, data was 3.12 mb. The caller noted steps to clear data but will call back for assistance as needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.